Event description:
It was reported that a malfunction occurred on the pump, indicated by a malfunction code. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, as it remained within the normal range. The customer received assistance from technical support in resetting the pump, and after the reset, the issue did not recur. The customer was advised to continue using the pump and to report back if the issue happened again, which they acknowledged and understood.